Manufacturer narrative:
Date of initial report: (B)(6) 2017. One used ls3092 ligasure device was received, and evaluation of the sample found one of the snaps on the jaw was broken and missing. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the root cause of the reported event to be improper assembly during use. The instructions for use included with this product lists measures for handling and assembling the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Examination of a complaint sample found one of the snap pins had broken off of the device. The issue did not relate to the originally reported condition. The customer has reported that no piece of the device fell within the patient cavity, and no patient injury occurred.